Manufacturer narrative:
(B)(4). The lot was manufactured january 5, 2016 ¿ january 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor would not allow flow of fluorouracil. After 48 hours of infusion, close to nothing had infused. There was no report of patient injury or medical intervention associated with this event. No additional information is available.